Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Additional information received indicated patient had surgical intervention where in both the leads were removed and new leads implanted. Reportedly effective therapy was restored.

Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer reference number 1627487-2021-15241. It was reported that patient experienced lead migration of both leads and was confirmed via x-rays. As a result, surgical intervention is expected to address the issue at a later date.